Manufacturer narrative:
The user reported going to the hospital on (B)(6) 2025, for a scheduled procedure related to heart condition testing. At the time of the call, the user stated they were feeling well. The event was not related to diabetes or glucose measurements. Per dms review, the user is currently using the system with information up to date.

Event description:
Senseonics was made aware of an incident where user reported going to the hospital on (B)(6) 2025, for a scheduled procedure related to heart condition testing. At the time of the call, the user stated they were feeling well. The event was not related to diabetes or glucose measurements. Per dms review, the user is currently using the system with information up to date.